Event description:
A customer from the united states reported to biomérieux a false negative result of a external quality control (cap) survey sample in association with chromid® mrsa media. The test result was mrsa negative and the expected result was positive. The pcr test result was positive. The customer stated the media plates were stored and handled according to manufacturer recommendations. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported to biomérieux a false negative result of a external quality control (cap) survey sample in association with chromid® mrsa media. After 24 hours of incubation, the customer observed no growth for the cap survey samples whereas the result was expected to be (B)(6). An internal biomérieux investigation was performed. The customer's claim involved samples (B)(6). The number of samples and the number of incriminated batches was not known. Analysis was not performed on the biomérieux retained reference samples because at the time of customer notification, the batches were already expired. The review of the batch records confirmed there were no discrepancies detected during the manufacturing and results from the quality control laboratory were in accordance with specifications further investigation was not possible without the return of the cap survey samples.